Event description:
Boston scientific received information that this system has been exhibiting increased pacing impedance on the right ventricular (rv) channel which exceeded 2000 ohms. Threshold testing was performed at which time the patient stated that he felt funny. Additionally, the patient reported that he sometimes feels that same way for 1-2 seconds when he is ambulatory. He has never passed out, but feels dizzy. A review of the device data noted short pacing pauses due to noise. Isometrics were performed, however, the noise and pauses could not be reproduced. The caller was questioning a potential lead fracture, setscrew issue or air bubbles in the device. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. A boston scientific sales representative stated that a possible lead revision will be performed. However, if the revision occurs, it will be performed at a hospital that is not under contract with boston scientific. Therefore, an outcome to the clinical observations will be not obtained. According to our records, the system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.